Event description:
I used renu with moistureloc. Contact lens solution from 01/01/05 - 03/01/06. I had an emergency treatment for my left eye and was diagnosed with giant papillary conjunctivitis. The symptoms I had were mucus a right corner of eye, red eye and irritation, senstivity to eye when exposed to light. My treatment and infection took place on 08/12/05. My vision in my left has gotten worse and very blurry.